Manufacturer narrative:
Customer contact reports no patient information available.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient injury.